Event description:
On (B)(6), 2022 I attempted to undergo lasik eye surgery. Upon going under the 'alcon lensx femtosecond laser system' to create the corneal flap my doctor was unable to get the flap up, he then aborted the surgery and when I came back the day after I had undergone some imaging which showed that the incision in my cornea was much deeper than it should of been, my doctor stated that the incision was about 300-350 microns deep into my cornea. The 'alcon lensx femtosecond laser system' is designed for cataract surgery and for flap creation for refractive surgery, however because alcon lensx femtosecond laser system failed to do what it was designed to do I now suffer from scarring deep in my cornea which has altered my vison, to unusable vision. The clinic I had this done at has since had technicians come out repeatedly to fix the 'alcon lensx femtosecond laser system' depth issue and it seems that is unable to be corrected by technicians as the clinic has had multiple techs come out who are unable to fix the issue, the clinic has actually discontinued use of the 'alcon lensx femtosecond laser system' due to this issue. The clinic in reference is (B)(6).